Event description:
During a transfemoral tavr procedure, after a 29mm sapien xt valve was deployed a pericardial effusion was noted on echo; however bleeding could not be appreciated on angio. The patient¿s blood pressure began to drop and a pericardiocentesis was performed, evacuating approximately 300 ml of blood. The patient remained stable and was transitioned to post operative care. The location of bleeding could not be determined.

Manufacturer narrative:
Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic, it can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case as reported the source of the bleeding into the pericardial space could not be determined; however, it may have been related to device manipulation or balloon inflation/valve expansion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.